Event description:
Device 2 of 3: reference MFR report: 1627487-2013-15721, reference MFR report: 1627487-2013-15723. It was reported the pt had an infection from the scs system and surgical intervention was going to be undertaken to explant the scs system. Follow-up information indicated the pt was admitted to the hospital (date of admit unknown) and discharged on (B)(6) 2013. No additional information is available at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: reviewed of the DHR found nonconformances related to the product lot. However, the individual affected devices were reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomalies are not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.